Event description:
Additional information received could not confirm documentation of the infection, however did indicate that the system was upgraded from an implantable pulse generator (ipg) to implantable cardioverter defibrillator (ICD) system.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The source of the infection was not reported and was unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg) (B)(6) 2012.(B)(4).